Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep)regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that patient was experiencing intermittent shocking. No environmental or patient that may have led to or contributed to the issue were reported. No interventions were taken to resolve the issue, however the issue was resolved at the time of the report. Patient stated that they would monitor to see if it would happen again., no further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating the cause of the intermittent shocking was not determined.